Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3889-28, lot# v001759, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The health care professional via the manufacturers representative reported lack of therapy. There was no efficacy. It was unknown if any diagnostics or troubleshooting was performed. Reprogramming was done to resolve the issue. It was also unknown if the issue resolved at the time of the report. There was a plan to explant the device on (B)(6) 2015. The patient was indicated for urinary dysfunction/ sacral nerve stimulation. No further information was provided. If additional information is received, a follow-up report will be sent.